Event description:
It was reported that 5 days post-procedure, the patient was seen in the clinical for a wound on his back. The patient had undergone an atrial fibrillation ablation that used both pfa and rf on (B)(6). At the time of the case nothing abnormal was noted about the tools used or any of the metrics seen during the ablation. The patient was sent to cvicu to recover for several hours and went home same day. According to the patient, he complained of feeling that the non-abbott patch (grounding pad by covidien) on his back was scrunched, and then he complained of pain when he returned to the cvicu. No notes were found regarding any visual inspection of the site of pain prior to discharge. The patient was administered pain medication and discharged home. He went into his pcp on (B)(6) and the pcp noted the wound and followed back up with the ep lab. The physician believes the wound was caused by a burn caused by heating at the site of the rf ground during rf ablation. It is unknown if the grounding pad overlapped with any other patches. Skin prep steps are unknown. The patient has been referred to a wound clinic for treatment. The performance of the tfse catheter did not cause adverse events, however the misplacement of the rf ground in association with rf ablation is suspected to have led to a burn on the patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).